Event description:
Customer reported to beckman coulter, inc. (Bec) that the sample probe wash station of the immage immunochemistry system was overflowing and not draining. Customer indicated that fluid leaked from the sample probe wash station and onto the top of the instrument. Customer reported that fluid leaked into the sample carousel compartment. Customer indicated the fluid was not contained to the instrument. Customer reported that erroneous results were not generated. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) observed an occluded in-line wash station filter. The fse replaced all the in-line wash station and waste line filters.

Manufacturer narrative:
(B)(4).